Manufacturer narrative:
There is no additional information for this adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
Ablation was done on (B)(6) 2018 the patient returned with chest pain, difficulty swallowing. Patient was diagnosed with esophageal damage or ulceration or tear and was treated. Patient was discharged on (B)(6) 2018 in stable condition.